Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-aug-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regrading an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that, on (B)(6) 2026, the patient was struck in the abdomen by a hockey puck and then 2-3 days later, on (B)(6) 2026, the patient started having problems. The patient stated that a home infusion nurse scanned the pump and said that the pump was working as it should. On (B)(6) 2026, the patient was seen by the managing physician's physician assistant (pa) and they scanned the pump and told the patient that everything was okay and that the pump was fine. That night, the patient started feeling "not fine". The patient stated that they had a spinal cord injury on t7, which was life threatening. The patient started having severe spasticity, autonomic dysreflexia, high blood pressure, and "all kinds of medical issues" related to the pump not working properly, including irritability. The patient was also having bladder issues and reflex ejaculation when they pulled out their catheter, which was also another sign of baclofen withdrawal. The patient stated that the catheter was not working and they were sure they were going through baclofen withdrawal. The patient stated that, 2 days later, at the end of (B)(6) or beginning of (B)(6), they went to the emergency room (ER) and they gave them "a bunch of drugs" intravenously that stopped the spasticity, mainly because they slowed the central nervous system down so much. Once the patient was feeling back to normal, the hospital sent them home. The patient went back to the doctor and the pa scanned the pump and told the patient that everything was fine. The patient stated that "it is not fine" and they wanted to have a dye study done. The patient stated that the pa spoke to the hcp and the patient was told no to the dye study and they wanted to increase the medication. The patient stated that they told the pa "no, increasing the medication is not going to help because they were going through baclofen withdrawal. The patient stated that they had been tested and confirmed that they did not have any urinary tract infections (uti). The patient was very upset with the managing physician and the pa and wanted to reported the doctor, stating that it was illegal to not help the patient. Patient services reviewed the manufacturer's role and offered to send physician listings to the patient. The patient stated that they found another doctor, but that doctor would not see the patient without a referral from the current managing physician. The patient stated that they did not need physician listings. The patient planned to call back if they needed further assistance.